Event description:
It was reported that resistance was experienced as the retriever was being withdrawn through the vessel. There were no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
The retriever was not returned for analysis; therefore, a visual inspection as well as a functional evaluation could not be performed. Therefore, the root cause of the reported issue cannot be determined. Subject device was disposed.